Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was over 600 mg/dl. Customer was hospitalized for 7 days. Customer also stated she had been hospitalized in november of that year and wanted to be reimbursed for that also. Customer provided that she stopped using the device in 2018 after the event and had been on injections. The customer was assisted with troubleshooting and did not offered for high blood glucose. The customer was treated with intravenous drip for high blood glucose. The insulin pump will not be returned for analysis.